Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient did not recall when the alleged power issue started. He informed the cca that he manages his diabetes with oral medications, diet and/or exercise. The patient denied taking any action regarding his diabetes management as a result of the alleged issue. On an unspecified date/time, after the alleged issue began, the patient claimed feeling shaky. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter powered on manually; however, the patient did not have test strips available to confirm if it also powered on when a strip was inserted. Replacement products were sent to the patient. This complaint is being reported because, the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.